Event description:
Caller reported a cgm error 42, which affected the use of their device. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided the caller with complete pump reset instructions, and no cgm error was displayed after the reset. The caller successfully started their sensor session.